Event description:
It was reported that a patient had loss of stimulation into the right lower extremity and foot. It was reported that this initially occurred after a cardiovert in may. It was stated that the patient¿s battery had been interrogated prior to the appointment so it was not possible to review whether a power on reset (por) had occurred resulting in loss of stimulation. It was also reported that the patient had to lift and move a heavy cabinet and he ¿twisted wrong.¿ it was stated that impedances were normal but that x-rays taken prior to reprogramming today indicated that the leads had migrated down one vertebral body and to the left. It was reported that the patient had ¿right for pain¿ and was unable to get stimulation into this area after multiple reprogramming attempts. It was stated that a revision surgery was planned for (B)(6) 2014 to reposition the leads to the right and up a level. It was reported that the patient had less than 50% therapy relief in the right foot and leg associated to this event. The patient was reported to be alive with no injury on the day of this report.

Event description:
Additional information received reported that a revision was done on the leads on monday and at that time the ins was replaced. It was stated that there had been a ¿defibrillation event¿ a couple weeks ago and that had caused the leads to move. The caller stated the anchors held firm but the leads 'ratcheted' down the epidural space. It was stated that they believed the recharging frequency was affected by the defibrillation event. It was stated that the patient had to charge 4-6 hours per week and the 8840 indicated the device was on ~28% of the time. It was noted that the settings were 5v ~450usec and 60 hz with 2+2- on each lead. It was further noted that impedances for electrodes were all around 800ohms but group impedance had not been checked.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received that the device was replaced and the explanted components were returned to the manufacturer to be disassembled for analysis. It was noted that the "device damage" as due to cardio inversion that had dislodged the lead from the epidural space. It was noted that the procedure was due to abnormal heart rate that was not related to the neurostimulator per the healthcare professional (hcp). The patient further stated that the battery would not hold a charge. It was reported that the device had been used for pain treatment, there was no patient death, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of ins (s/n (B)(4)), found no significant anomaly. The ins was functionally okay.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported the patient was revised on (B)(6) with new leads and stimulator. The patient was doing well and would be coming back on monday or tuesday the next week after the report. It was later reported that the patient was getting even better stimulation than before. When the sensor was turned on, the patient noted he was getting better and more complete coverage.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.